Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4g1204s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a distal gastrectomy, after the reload was installed the surgeon was able to press the green button however the handle could not be squeezed the device did not fire. The legs of the staple in the reload had been pushed out, and the jaws of the reload could not be closed completely. Another stapler brand was used to complete the cutting and closure of gastric tissue. There was no patient injury.